Manufacturer narrative:
(B)(4).

Event description:
It was reported that vt/vf episodes with intermittent undersensing were observed via a merlin.net transmission. The clinic called the patient after seen the episodes, but the patient's daughter answered and said that the patient had passed away. Review of the egms revealed intermittent undersensing which resulted in inappropriate return to sinus detection after atp delivery on 2 episodes. The patient's post sensed threshold start was nominal and post sensed decay delay was more sensitive than nominal. The patient does not have a following physician and was last checked (B)(6) 2014 by the nurse practitioner.